Manufacturer narrative:
Device is a combination product. Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery (lad). A 2.25 x 20 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient's body and it was noted that the mounted stent was lifted. The procedure was completed with a different device. No patient complications were reported.

Manufacturer narrative:
(B)(4) - search corrected from h7493926224220 - synergy ous mr 2.25 x 24 - 39262-2422 to h7493926220220 - synergy ous mr 2.25 x 20 - 39262-2022. (B)(4) corrected from h7493926224220 to h7493926220220. Catalog/model # corrected from 39262-2422 to 39262-2022. Synergy ous mr 2.25 x 20mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found distal stent damage; strut rows 1 and 2 on the distal end of the stent were pulled in a distal direction extending over the distal markerband. The undamaged section of the crimped stent od (outer diameter) was measured and was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a kink at approximately 416mm distal to the strain relief. An examination of the shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and slight damage noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The (B)(4) stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending artery (lad). A 2.25 x 20 synergy¿ drug-eluting stent was advanced but failed to cross the lesion. The device was removed from the patient's body and it was noted that the mounted stent was lifted. The procedure was completed with a different device. No patient complications were reported.